Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a bipolar lead impedance warning. It was also reported that the implantable pulse generator (ipg) exhibited invalid cardiac compass data. It was further reported that the rv lead had a dislodgement. The ra lead and ipg remain in use. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.